Manufacturer narrative:
Intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. The device did not present any visual defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The right and left curves are placed in the template shaded areas, the device passed the dimensional test. The continuity test was performed, and the device was found within specifications. No shorts or opens were detected. Laboratory analysis was unable to confirm the reported clinical observations as the device was found within specifications. However, based on the information provided, the reported event of pericardial effusion is a known inherent risk of the intellanav stablepoint open-irrigated catheter. The instructions for use state: adverse events which may be associated with catheterization and ablation include: pericardial effusion; the occurrence of this complication may necessitate surgical intervention and/or repair of injured tissue and/or valve damage. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Event description:
It was reported that during a myocardial ablation procedure to treat a paroxysmal atrial fibrillation (paf), an intellanav stablepoint open-irrigated and an intellamap orion high resolution mapping catheter were selected for use. Approximately 1 hour and 30 minutes after the procedure was started, blood pressure decreased, and when echocardiography was applied from the chest, a pericardial effusion was observed. The intellamap orion high resolution mapping catheter and intellanav stablepoint catheter where located in the right superior pulmonary vein when the effusion was discovered. The procedure was completed quickly, and the device was withdrawn from the left atrium for drainage. No intervention took place during the procedure, it was determined that puncture was not possible due to low pericardial effusion; therefore, the situation was monitored. Since blood pressure was stable, the procedure was completed. Both catheters are expected to be returned for further analysis.

Event description:
It was reported that during a myocardial ablation procedure to treat a paroxysmal atrial fibrillation (paf), an intellanav stablepoint open-irrigated and an intellamap orion high resolution mapping catheter were selected for use. Approximately 1 hour and 30 minutes after the procedure was started, blood pressure decreased, and when echocardiography was applied from the chest, a pericardial effusion was observed. The intellamap orion high resolution mapping catheter and intellanav stablepoint catheter where located in the right superior pulmonary vein when the effusion was discovered. The procedure was completed quickly, and the device was withdrawn from the left atrium for drainage. No intervention took place during the procedure, it was determined that puncture was not possible due to low pericardial effusion; therefore, the situation was monitored. Since blood pressure was stable, the procedure was completed. Both catheters are expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.